Event description:
The patient is reportedly experiencing sound quality issues with his internal device. Testing of the device confirmed a suspected device failure. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.